Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise, ventricular short interval count (v-sic) equal to 53.9 counts avg/day, in (B)(6), between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device and the right ventricular lead exhibited oversensing, diminished r-waves, and t-wave over sensing. The device was reprogrammed. The device and lead are still in use. No patient complications were reported as a result of this event. It was reported that the ventricular lead is sensing the atrial pace. Further programming of the sensitivity was conducted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise, ventricular short interval count (v-sic) equal to 53.9 counts avg/day, in 17.10 days, between (B)(6) 2011.

Event description:
It was reported that the device and the right ventricular lead exhibited oversensing, diminished r-waves, and t-wave over sensing. The device was reprogrammed. The device and lead are still in use. No patient complications were reported as a result of this event.

Event description:
.